Event description:
Procedure peformed in the sfa: the delivery system handle broke while trying to deploy stent. When physician pulled the system out, the stent fractured, and part of the stent was left in the patient's sfa. The physician stented over the fractured stent with another protege stent.